Event description:
The device infused in 3 minutes a full bag of propofol. The device was set to deliver a solution of propofol at rate of 23.4ml/hr in dose mode. The patient was resuscitated while blood pressure dropped, patient is stable and there was no injury reported.

Manufacturer narrative:
The user set the rate (723.4cc/hr) in dose mode and was notified via audible and visual alarm that the programmed dose was outside the hospital defined dose limit for this medication. The user chose to override the alarm message and confirmed the out-of-limit dose prior to initiating the infusion. The device was put on hold to change the rate to 23.4cc/hr and the device revert back to the out-of-limit rate (723.4cc/hr) when the infusion was completed. A new volume of 30cc was added to the vtbd and the infusion was started. When the infusion was completed, the user add 90cc to the vtbd and the run button was pressed again. It appears that the clinican did not verify the entry by reviewing the lcd screen prior to restarting the infusion. The procedure preformed by the clinician was inconsistent with the operating manual. Also, the safety alert letter was delivered to the customer in 2005.